Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while product was tested prior to use, the firing was faulty. There was no patient involved.